Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The vessel locator wings were initially deployed, the thumb advancer was fully advanced, and the sheath was completely split, which is inconsistent with the reported information. Inspection indicated that the vessel locator wings were slightly bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in the clip being caught within the locator when fired instead of fully delivered to the arterial surface to close the vessel as intended. Bent wings capturing the clip would result in difficulty removing the device; however, this was not reported. Contributing factors for bent wings included, but not limited to, manufacturing deficiencies, deployment techniques, and challenging anatomical conditions and every vessel locator was inspected for proper assembly during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique. Although, no challenging anatomical conditions were reported, based on the investigation findings, the probable cause for bent vessel locator wings that captured the clip is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement and device removal. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot did not reveal any similar incidents. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se device did not work between deployment of the locator wings, initiating sheath splitting and advancement of the thumb advancer. A 6fr sheath was used during insertion of the device. Manual compression was used to achieve hemostasis. The physician is reported to be trained in the use of the starclose se device. There was no clinically significant delay in the interventional procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.